Event description:
It was reported when patient presented via remote transmission, an alert was noted for eri. The battery voltage was 2.56v and the longevity was 2 years left at the time of a previous transmission on (B)(6). On (B)(6) 2017, the drop of battery voltage to 2.32v was noted. The device was explanted and replaced. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Bench and environmental stress testing was performed and no sources of high current were found in the hybrid. The cause of premature battery depletion remains undetermined.